Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this implantable cardioverter defibrillator (ICD) stored inappropriate atrial tachy response (atr) episodes due to observed noisy signals on the right atrial (ra) and shock channels. Upon review of the episodes, ts confirmed the noisy signals on both the ra and shock channels. Ts noted that the noisy signals were oversensed and appeared to be electromagnetic interference (emi) in nature. Further review of the atr episodes showed the inhibition of atrial pacing, no asystole or inappropriate therapy was observed. Ts discussed possible causes of the emi with the hcp. At this time, the ICD remains in service. No adverse patient effects were reported.